Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (2 grams, stat, intraperitoneally), gentamicin (500grams, route not reported) and injection amikacin (250 mg). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.